Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins. The reason for call was patient reported that about a month ago they started having problems with the stimulation; pt added they're unable to tell if the therapy was on or off because they couldn't feel the stimulation. Pt mentioned that the therapy had been turned off for a couple of days and during their last visit at the clinic a couple of weeks ago there was a manufacturer representative (rep) who assisted them and turned back on the therapy and reset the stimulation into different frequencies. Pt added that at that time they were able to feel a little bit of stimulation down to their leg and so they know the therapy was working. Pt mentioned a couple of days after the therapy was reset, the stimulation died; pt also mentioned that after that meeting with the rep they've been waiting to see if the new frequency would work a little bit harder but the therapy was not working. Pt mentioned they have a,b,c for their group assignment and had tried changing from 1 group to another but nothing worked. Agent asked pt if they've tried increasing the intensity. Pt confirmed they haven't tried increasing the therapy but they will do it and monitor.